Event description:
A customer reported to baxter (B)(6) that a continu flo luer activated set had a leak that was observed from the luer connection to a jelco cannula. The event occurred during infusion of a chemotherapy drug. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. The customer also states that this problem only occurs when connected to jelco canulas. Remedial action was taken by the customer, as they connected the set to a vygon 'octopusds' connector and no leaking was observed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: one companion sample was received for evaluation. Visual inspection was performed and no defects were observed. Function testing was performed. The sample was gravity tested and primed with no leak observed or flow issues. The reported condition was not confirmed. The root cause was not determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.